Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridges leaked from the septum after the cartridges were filled. The user's blood glucose level was 88 mg/dl. Reportedly, the user loaded a new cartridge.